Event description:
It was reported that during morning checks, the display (lcd) of the cs300 intra-aortic balloon pump (iabp) was found to not be working. Specifically, it was reported that the display was "fuzzy." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. Notably, the fse confirmed that he was unable to read the display. To fix the issue, the fse replaced the video receiver board, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during morning checks, the display (lcd) of the cs300 intra-aortic balloon pump (iabp) was found to not be working. Specifically, it was reported that the display was "fuzzy." There was no patient involvement, and no adverse event reported.